Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the events could not be identified. However, it's likely the detached objective lens and detached light guide lens occurred due to a stress problem. Additionally, it's likely the detached tip occurred due to a degradation problem and the loss of suction occurred due to a leakage problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a detached objective lens, detached light guide lens, and detached distal end. Additionally, there was no suction. There was no patient involvement.